Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low, weak, and failed battery tests. The customer's blood glucose level was reported to be unknown. It was reported that the customer's battery cap was damaged. Troubleshoot was reported to be conducted. It was reported that replacement battery cap would be sent out.